Manufacturer narrative:
As no sample was returned to manufacturing for evaluation and no lot number information is available, the root cause for the customer complaint issue of knives not being sharp cannot be determined. Attached to the complaint file is an e-mail explaining that a revision was recently made to the customer's custom pack whereby the knife blades had been revised, thus the knives received by the customer were not incorrect, but rather a revised style of knife. (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A surgical technician reported that the knives originating from their revised custom pack are not as sharp as knives received in the past. Procedure details and patient impact information is not known. Additional information has been requested. Additional information received clarified that the complaint knives were used to complete each procedure, but the knife had to be pushed harder in order to use it. No patient injury has occurred.